Manufacturer narrative:
E1: initial reporter phone: (B)(6). B2: outcomes attrib to adv event: added 'required intervention to prevent permanent impairment/damage'. B5: describe event or problem: updated to include new information obtained. H6: impact codes: added 'medication required' code.

Event description:
Synergy china registry: it was reported that unstable angina occurred. In december 2019, the subject was presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 28 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 x 32 mm study stent. Following post-dilatation, the residual stenosis was 5%. Seven days later, the subject was discharged on aspirin and ticagrelor. In january 2020, the subject was diagnosed with unstable angina and hospitalized on the same day. There was no other action was taken to treat the event. Two days later, the subject was discharged on aspirin and ticagrelor. The event was recovering/resolving. It was further reported that medication was given to treat the event.

Manufacturer narrative:
E1: (B)(6).

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject was presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) with 95% stenosis and was 28 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 3.00 x 32 mm study stent. Following post-dilatation, the residual stenosis was 5%. Seven days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with unstable angina and hospitalized on the same day. There was no other action was taken to treat the event. Two days later, the subject was discharged on aspirin and ticagrelor. The event was recovering/resolving.